Event description:
It was reported that patient underwent knee procedure on (B)(6), 2011. Hospital reported that the locking bar was loose and patient underwent revision surgery on (B)(6), 2011. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Only the locking bar was returned on (B)(6), 2011. If further information becomes available, a follow-up report will be sent to the FDA. This report filed (B)(6), 2011.